Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 and developed major bleeding int the lower gastrointestinal tract. The patient received a blood transfusion. The patient had a documented history of arteriovenous malformation in the small intestine. The bleed was thought to be possibly related because of past reports go gastrointestinal bleeding thought to be device related.

Manufacturer narrative:
The previous gastrointestinal bleed will be covered in MFR # 2916596-2022-15241. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.